Manufacturer narrative:
Philips service replaced the tube (mrc 200+ 0508 rot-gs 1003) and performed calibrations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that generator busy error; fluoroscopy unavailable on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.